Event description:
The customer reported that the device was not charging the battery via ac power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.